Event description:
The customer reported an elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the unicel dxc 600i synchron access clinical system. Subsequent analysis of the patient sample, on an alternate access 2 immunoassay system, recovered a lower result, within the normal reference range. Upon retest analysis on the original unicel dxc 600i, a lower result, within the risk stratification, was obtained. The erroneous result was not released from the laboratory; the repeated result was issued to the hospital. Beckman coulter field service engineer (fse) evaluated the instrument and noted wash pump motion system errors. Upon inspection of the wash/precision pumps, the fse observed the wash buffer solution had leaked and set up corrosion on the wash motor causing inconsistent motion and rotation. The fse replaced the wash valve motor, verified all alignments, and performed tests per established procedures. Service activity performed was verified to meet the specified requirements. The instrument conformed to the manufacturer's published performance specifications and was released for normal operation.